Event description:
It was reported that the customer's insulin pump alarmed motor error all the time. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test, and the device was unable to prime during the prime test as a result of a loose drive support disk. Unable to verify motor error alarm.